Manufacturer narrative:
Follow-up received on 09-may-2016: the quality-safety evaluation of ptc was received. (B)(4). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced stabbing pains in pelvic. She had essure removed. The reported event was considered serious and listed in the reference safety information for essure. In this case, no alternative explanation for this event was provided. She reported that after essure removal, she did not have pain complaints anymore. Based on the nature of this event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was received via media broadcast.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. Additional information was received on (B)(6) 2016. Consumer reported that essure had impacted her daily life, family and everything. According to her, she had sterilization via essure in (B)(6) 2014. Quick after procedure, consumer had complaints. She felt tired, was restless, and had painful heavy legs and stabbing pains in her pelvis. In addition, consumer reported feeling in abdomen and lower back like she was (B)(6) pregnant and walking on the last moment (as reported). Consumer also experienced abdominal distension, a lot of intestinal complaints (everything was piling up a little) and complaints of pain, mood swings and forgetfulness. Patient had no idea what was causing the complaints. She did not link it with essure until she visits a (B)(6) with fellow sufferers. The coils were causing all those complaints. She also mentioned that she deteriorate slowly and that she always experienced complaints of the ovulation (extreme pain; sometimes consumer had to stay home a whole day because of it). She was disabled for a couple of hours and literally lost herself. She had a surgical removal on (B)(6) 2015 and most complaints disappeared (she does not have pain complaints anymore). According to her, the first days after essure removal she had the feeling like she had been lying under a train because of the gas and everything and states that the surgery is also quite a procedure. In addition, consumer reported that she sits on a ball and states that she can hardly sit or stand for long, she has lots of problems with bowel movements and the pelvic floor muscles are completely cramped. She is now 4 months in sickness benefits act and is not there yet (as reported). Correction done on 10-mar-2016 based on information received on 07-mar-2016: this case report was received via media broadcast company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced stabbing pains in pelvic. She had essure removed. The reported event was considered serious and listed in the reference safety information for essure. In this case, no alternative explanation for this event was provided. She reported that after essure removal, she did not have pain complaints anymore. Based on the nature of this event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was received via media broadcast.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs